Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported an opacifying "smokey" intraocular lens (iol) that was implanted approximately 6 years ago. The issue has been getting worse. The patient was bilaterally implanted; however, the issue has only occurred in the iol implanted in the left eye. Additional information was provided by the surgeon, who reported that the lens remains implanted. The patient had a migration of cells between the posterior capsule and the iol. The surgeon performed an intervention only cleaning the posterior capsule. Therefore, doctor confirmed that the lens does not have any type of problem.